Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when implanting a cardiomems device, the rv lead had completely pulled back. During lead revision, the physician encountered resistance while trying to retract the helix and suspected tissue was obstructing the helix retraction. The lead was explanted, and a new lead was implanted after repositioning was unsuccessful. Patient was fine after the procedure.